Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. The lab analysis concluded that the as received component was visually inspected for signs of damage. The tibial insert showed signs of wear related damage to the articulating surface. The posterior edge region showed signs of wear and deformation. The post was fractured near the base of the post. Signs of deformation were observed on the anterior, posterior, medial, and lateral regions of the insert post. No material or manufacturing defects were observed during this investigation. The clinical/medical concluded that the two photos provided of the insert support the reported failure. However, per the attachment in the case notes, no further clinical information is available for this complaint. Without supporting clinical documentation, a thorough medical investigation cannot be rendered. Based on the information provided, the patient sustained a fall at home and underwent a revision that revealed a broken 7-8 9mm genesis ii ps insert. Since no other injury or complication were reported, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a patient fall while being at home, therefore revision surgery was necessary, during the revision surgery the genesis ii ps insert size 7-8 9mm was found to be broken. No other patient injury or other complications were reported.